Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt that affected removal procedure of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt that affected removal procedure of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up, what type.. Section event: it was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt that affected removal procedure of the filter, blood clots, clotting and/or occlusion of the filter and pain. The indication for the filter implant was large main pulmonary artery embolism with distal distribution bilaterally upper and lower loop in the lungs, severe hypoxia, right leg deep vein thrombosis (dvt) trifurcation up to the femoral. The patient was also morbidly obese, had been on birth control pills and has a family history of dvt. The filter was placed via the left common femoral vein and deployed between l1 and l2. Approximately twenty-eight days later the filter was successfully removed percutaneously via the right groin, after some difficulty was encountered trying to snare the filter from the left groin due to left lateral wall tilt of the filter. There was some well-organized clotting inside the filter noted when it was removed. Two undated, unlabeled fluoroscopic images were provided, the projection of the images has also not been provided. The first image shows and ivc filter, the second image shows an ivc filter with a snare device just inferior to the filter, there is tilt of the filter noted. It is unknown when the images were taken. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. While images were provided, as they are not labelled with any pertinent information, specifically the patient¿s name, the date the images were taken and the projections, it is not possible to draw a conclusion as to the cause of the reported events. Clinical factors that may have influenced the reported clotting include patient, pharmacological and lesion characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, shortness of breath, leg edema, hypoxia, deep vein thrombosis, saddle main pulmonary artery embolism and deep vein thrombosis extending through the large popliteal artery up to the femoral artery. The filter was successfully deployed at the l1-l2 level. After multiple attempts to remove the filter via the left side groin area, the filter was removed via the right side groin area. There was some well-organized clotting inside the filter. The filter was successfully removed. The medical record noted that there were no complications during the removal procedure. According to the patient profile form (ppf) the filter was tilted and the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The form also states that the patient experienced pain discomfort and mental anguish. Additional information is pending and will be submitted within 30 days of receipt.